Manufacturer narrative:
Per the tandem user guide: ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿ (B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 47 mg/dl, and the meter bg reading was 156 mg/dl. Reportedly, the customer used different blood glucose meters to test bg levels for calibrations. No additional patient or event information was available. A replacement sensor was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 47 mg/dl, and the meter bg reading was 156 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.